Event description:
Olympus was informed that during an therapeutic transurethral resection of the prostate (turp) procedure, the esg-400 hf generator issued error message e433. However, the intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2022/11/29). During the evaluation at omsi, the occurrence of error message e433 was confirmed and traced back to a defective generator board. Thus, this incident can be attributed to component failure. Furthermore, the evaluation found error message e214, which was traced back to a defective motherboard. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In addition, the evaluation found cracks on the docking connector, scratches on the front panel, a noisy power switch, and corrosion on various components. These issues can most likely be attributed to improper handling. There is no causal relationship with the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.